Event description:
It was reported that during inspection at the manufacturer facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event was confirmed. Service evaluation found that the trigger would stay in the run position and cause run-on, due to wear. The device was repaired and returned to the customer.

Event description:
It was reported that during inspection at the manufacturer facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.